Manufacturer narrative:
Mfg site eval: eval is ongoing.

Event description:
During a liver resection on (B)(6) 2014, the following instruments had the following issues: pl720su, serial number (B)(4) - after 9 seals the device started alarming on every seal. Pl720su, serial number (B)(4) - after 8-9 seals the device started alarming on every seal. Pl722su, serial number (B)(4) - after 8-9 seals the device started alarming on every seal. Pl731su, serial number (B)(4) - after 8-9 seals the device started alarming on every seal. Sn200, serial number (B)(4) - all the above mentioned devices started alarming when being used with this device (generator). No pt injury. Delay of surgery- 30 minutes rf energy was initially visible on tip during dealing tissue (bubbles, smoke, thermal spread) and then it (generator) started alarming. Insufficient sealing performance did not cause bleeding. Sealing time was estimated at 5 seconds. Tissue type sealed: parenchyma in the liver. Tissue was sealed with tip of the device, with full jaw under blood. The full vessel was clamped with jaw. Vessel was clamped perpendicular (90 degrees) and diagonal. Devices cleaned several times during proc.